Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. There was no damage to the distal tip and no loose components. Under magnification, there was a reddish colored residue on the inside diameter of the inner tip. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 5000rpm the entire device moved in the handpiece, not just the inner assembly. However, there were no issues observed with decreased rotation while testing. For further analysis, an x-ray was performed to observe the internal construction of the device, and no damage was observed in the spiral wrap nor shaft. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blade was unable to maintain normal operation (the rotation speed is too low) causing the inability to perform surgery during pre-op, there was no patient involvement.